Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Requests for additional information are currently in progress; however, the initial reporter has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through review of the medical article, "transcatheter aortic heart valves - histological analysis providing insight to leaflet thickening and structural valve degeneration" by jonathon leipsic et al., the following event was identified as pertaining to an edwards valve: patient #21: it was noted that this patient with a 27mm perimount surgical valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration for unknown reasons. A sapien xt valve was implanted within the surgical valve. No other details are available.